Manufacturer narrative:
(B)(4). Additional information was requested and the following was obtained: what were the indications for surgery: no information; who fired the device and what is his/her experience: the doctor did and was familiar with the device; when was the safety released: yes; where within the green setting scale was the device fired: no information; was there any audible or tactile feedback noted: yes; were the forces to close higher than expected: no; was the washer inspected: no information; if so, please describe: na; were the donuts inspected: yes; if so, please describe: the doctor confirmed the complete donut; was a leak test performed: no information; were there any staple formation issues in the primary procedure: no; what is the current patient status: the patient was stable and monitored. The drainage is performed. Hospitalization is extended.

Event description:
It was reported that after a lap low anterior resection on (B)(6) 2016, leak occurred in the night of the same day. The leak was found because the drainage of fluid had an unusual odd and contained stool. The device was used on the rectum. When the CT images of the anastomosis site were checked, it was found that a part of the staple line was missing. The leak occurred from the staple missing part. No device will be returning.

Manufacturer narrative:
(B)(4). The device history records were reviewed and the manufacturing criteria was met prior to the release of this lot.